Event description:
Ous MDR - after an implantation period of about. Four years, a premature battery depletion was reported. No adverse patient side effects have been reported.

Manufacturer narrative:
Upon receipt, the pacemaker was subjected to an electrical incoming inspection. An interrogation of the pacemaker was successful. The device was found to be in eri-mode since 27. February 2014. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless and in amplitude and frequency as programmed in eri-mode. There was no indication of a device malfunction. The programmed parameters were inspected. It was noted, that the ventricular anti-bradycardia pacing was temporarily programmed to 3,71 v for 0,55 ms. This represents a high current program, draining the battery. The device was implanted for 50 months. Taking the high current parameters into account the battery condition was found to be anticipated. In summary, this pacemaker did not show any sign of a device malfunction. There was no indication of pacing and sensing problems. The reached service time of the device was found to be anticipated.